Event description:
Five additional IV extensions sets with broken clamp given to turn over to clinical engineering. Facility continues to have issues with blue slide clamp on extension cracking when used. Additionally, it was reported to me that anesthesiologists are reporting difficulty taping extension tubing in place as the tubing is too rigid. This is resulting in tubing getting caught on things and ivs actually or potentially being pulled out. Manufacturer response for tube - IV/oxygen/pressure/suction (includes IV extension), maxguard pressure rated extension set (per site reporter). Manufacturer found that the issue was due to a fault during the manufacturing process.